Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump received with normal operating currents. No unexpected replace battery alert, replace battery now alarm and power loss alarm noted. However, power error alarm due to j6 connector resistance issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of incident. The customer also reported other blood glucose value such as 575 mg/dl. The customer was treated with 4 bags of intravenous fluids in the hospital for high blood glucose value. The customer did not experienced symptoms of high blood glucose value. Based on customer report, customer did allege the insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The customer did not receive a low battery alert prior to the low battery alert. The customer was reported that the insulin pump had power error detected alarm. The customer reported the second occurrence that they did not receive a low battery alert prior to the replace battery alert. The customer was advised that the insulin pump needed to be replaced and may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.